Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Diagnostic imaging revealed a necked-down inner coil near the terminal pin and the finding of tissue entwined in the helix, damage indicative of helix extension/retraction difficulty during the implant procedure subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical sensing observations as the lead was electrically continuous.

Event description:
It was reported that during the implant procedure, the physician had to reposition this right atrial (ra) lead due to inadequate sensing and threshold measurements. After the fifth attempt, the helix would not extend or retract normally. The physician exchanged the ra lead to resolve the event and no adverse patient effects were reported. The ra lead was subsequently received for analysis.